Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an ar-2386-11, with batch number 15351117, revealed that the distal end was damaged. Therefore, arthrex was able to conclude a most likely cause. The most likely cause is prying/leveraging the device during insertion.

Event description:
On 09/30/2025, it was reported by a sales representative via (B)(4) that an ar-2386-11 quadpro harvester end was slightly collapsed which made it not possible to fully collapse the harvester to complete the harvest. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.